Event description:
It was reported that the right atrial (ra) lead had high thresholds. It was noted that the patient predominately paced in the right atrium and the lead was programmed with high outputs. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).